Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
The customer called in to report that she had been receiving alarms on her pump and was unable to get out of the rewind sequence. The customer recalls dropping the pump before receiving alarms. Troubleshooting was performed on the pump and it was found that the drive support cap was sticking out. The customer does not recall pressing the drive support cap in while connected. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.